Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the superior vena cava (svc) coil of the right ventricular (rv) lead. The coil also had a fracture. The rv lead was capped and replaced. It was also noted that the left ventricular (lv) lead had an episode of high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.